Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was installed into a patient and the balloon deflated. There is no information of how long the unit was in the patient when it deflated. However, the device was removed and replaced it. When they pulled it out of the patient, the balloon had a slit in it. There was patient involvement and re-intubation happened, but no patient harm reported.

Manufacturer narrative:
The sample was received for evaluation and no reported event was observed in the received sample since met with the product specifications. A visual inspection was performed, and it was observed all the components are assembled properly at the tube according to drawing. An inflation deflation test was performed using a syringe of air was applied to the cuff and it was observed the cuff held the air, the sample was left inflated 2 hours according to process instruction and no reported event was observed. If information is provided in the future, a supplemental report will be issued.